Event description:
Embolization treatment of a dural arteriovenous fistula. It was reported the coil was used to reduce the flow through the fistula while the physician injecting onyx. After onyx injection, the coil prematurely detached while it was being removed. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4)